Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the implantable cardioverter defibrillator was oversensing post-paced t-waves. The patient was asymptomatic and did not received any inappropriate therapy during the oversensing. Programming changes were discussed but did not occur.

Event description:
Additional information/correction - it was reported that the patient presented to clinic on (B)(6) 2021 and programming changes were made to address the oversensing.